Event description:
It was reported that during an afib procedure the physician realized an st-elevation and the patient's systolic blood pressure fell below 100. Pericardial effusion was verified using transesophageal echocardiogram. The physician performed pericardiocentesis and blood was drained out of the pericardial space. Patient became stable again and did not suffer from any further consequences. The patient had fully recovered and had been discharged. The physician does not think that the tamponade was caused by the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure the physician realized an st-elevation and the patient's systolic blood pressure fell below 100. Pericardial effusion was verified using transesophageal echocardiogram. The physician performed pericardiocentesis and blood was drained out of the pericardial space. Patient became stable again and did not suffer from any further consequences. The patient had fully recovered and had been discharged. The physician does not think that the tamponade was caused by the catheter. Upon receipt of the returned catheter, it was visually inspected and the catheter was found in normal conditions. The catheter was tested and passed electrical, temperature, generator and irrigation tests. The catheter was also tested for deflection test and the catheter passed this test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The customer complaint cannot be confirmed.